Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope experienced flickering images during a procedure. There were no reports of patient harm, injury, or death associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the costumer's allegation was confirmed. The device evaluation found that the distal end of the subject device was damaged. Based on the results of the investigation, it is likely that the following led to the malfunction: there was a broken videocable and therefore stripes in image occurred. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope experienced flickering images during an unspecified procedure. There were no reports of patient harm, injury, or death associated with the event.